Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized due to oversensing on the right ventricular (rv) lead. The rv lead was explanted and replaced, and the patient was reported to be in stable condition. The implantable cardioverter device was electively replaced during procedure.